Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken lack weld likely caused the coil to detach. (B)(4).

Event description:
It was reported, the coil could not be detached. Upon removal, the coil detached inside the catheter. The physician used the guidewire to push the coil into the aneurysm with approx 5cm of the coil remaining in the artery. No complications were reported with the patient as a result of the event.